Event description:
It was reported the patient¿s lockout interval was 6 hours, but on (B)(6) 2015, the personal therapy manager (ptm) was adding more time after waiting the 6 hours. The patient requested and received a bolus at 2:10, and when he requested a bolus 6 hours later, it said he needed to wait 1 more hour and 30 minutes. The patient got another bolus and waited the 6 hours only to receive a message that said he needed to wait 2 more hours and 40 minutes. The patient had only received 2 boluses since 2:00 am (on the day of this report). The patient stated the pump was not working and it might require surgery. The patient was not using an antenna. The medication being delivered via the pump was unknown. Additional information has been requested regarding symptoms, interventions and the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
As of the date of this report, the patient had no concerns with his device or therapy. The patient stated that he was having difficulty with his ptm (personal therapy manager) not seeming to be "synced" with his pump. He was sent an antenna to use for reconnecting and it worked perfectly.

Manufacturer narrative:
Concomitant medical products: product ID 37092, product type: accessory. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8590-9, lot# n265590, implanted: (B)(6) 2011, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).